Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4) implanted: (B)(6) 2018 product type lead, product ID 977a260, serial# (B)(4) implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had increased pain for the last year. Patient states that she stopped using device because it was not providing relief. The ins was depleted when initially attempted to interrogate. Had to charge device in clinic. Impedance check revealed orange ¿avoid¿ warning on contact 0 and 11. Neither contact was being used in programming. Patient does report a fall approximately one year ago. Patient unsure is this was same fall in (B)(6) 2019 at which time impedance check was wnl. Physician was made aware of the above. X-rays will be obtained by physician. Successfully reprogrammed patient to traditional stim today. The issue was not resolved at the time of the report.